Manufacturer narrative:
The valve was patent and met specifications for siphon, pressure-flow, and preimplantation testing. The device did not meet specifications for leak testing due to a needle puncture hole in the silicone over the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device note that injection or csf sampling through the dome is allowed by use of a 25-gauge or smaller non-coring needle. It is also cautioned that "low tear strength is a characteristic of unreinforced silicone elastomer materials. Care must be taken on insertion and removal of the needle." Additionally, the valve did not meet the specifications for reflux testing due to the presence of crystalline/proteinaceous deberis within its interior. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning a review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the physician did not feel that their patient was appropriately responding to therapy. The report states that the physician admitted the patient to surgery to assess the shunt's functionality. According to the report the valve was found to be operating differently than expected for the set pressure level and was therefore, replaced with a new device.